Manufacturer narrative:
The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic fluid collection (pfc) during a pancreatic drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, while attempting to deploy the stent, the stent prematurely deployed in the scope. The fully deployed stent was removed with the scope and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.